Event description:
It was reported that the patient had the tactra malleable penile prosthesis replaced with an inflatable penile prosthesis as the device was not rigid enough. No patient complications were reported.